Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): two (2) sensors were returned and evaluated. During evaluation the sensors passed all visual and functional testing. The sensors were determined to be functioning as designed.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Patient 1 of 3. The customer reported: "multiple sensor failures with r125l rainbow sensors losing sphb measurements during use. Error message reads ¿spo2 only". Sensors work as expected initially, then 1-2 hours after surgery begins lose all rainbow measurements (sphb and spmet) giving ¿spo2 only" message. Or environment during cardiothoracic surgery and cardiopulmonary bypass on infants around 3-10 kgs, with normal skin tones and moderate but adequate perfusion. Patients are under sterile drapes with no access to sensors during surgery". No consequences or impact to patient was reported.